Event description:
It was reported that a revision surgery was performed to address two mobi-c implants that migrated postoperatively. Further surgical information is unavailable at this time. This is report one of two for this event.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the device was not returned. An x-ray image was provided but without an x-ray taken before the reported migration the failure can not be confirmed. Additionally, the device endplates do not touch each other in the provided x-ray, therefore migration of the poly core can not be confirmed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to poor patient bone quality or spondylolisthesis as seen in the provided x-ray images. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. Reference report 3004788213-2024-00097.

Event description:
It was reported that a revision surgery was performed to address two mobi-c implants that migrated postoperatively. Further surgical information is unavailable at this time. This is report one of two for this event.